Event description:
This customer observed imprecise, negatively biased phenytoin results on control fluids using vitros chemistry products phyt slides on a vitros 5,1 fs chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise vitros phyt results occurred on control fluids processed on the vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however, a reagent or an analyzer issue could not be ruled out. Pre-service precision testing was outside of ocd guidelines for this vitros 5,1 system. An ocd field engineer returned the system to expected operation by replacing the iwf pump. Post-service precision testing using the phyt lot in use, was outside of ocd guidelines for this vitros 5,1 fs system , while precision testing was within ocd guidelines on an alternate vitros 5,1 fs system. Further investigation of the phyt slides in use could not be continued due to lack of inventory. An alternate lot of phyt was performing as expected.